Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities. If information is provided in the future, a supplemental report will be issued.

Event description:
According to information received, during a laparoscopic gastric bypass with hiatal hernia repair procedure the medium/thick reload was not firing with normal amount of tension on the stapler. The same issue was encountered with the vascular reload. There was no patient harm.